Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice claria device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unspecified dwell cycle of peritoneal dialysis therapy. It was also reported that there was solution on the floor. The source of the leaking solution was not reported. It was not reported how the patient resolved the issue or if the completed their therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.